Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and high capture threshold, which caused the patient to experience dizziness and shortness of breath. Boston scientific technical services (ts) provided suggestions on programming enhancements. This lead remains in service. No additional adverse patient effects were reported.